Event description:
During follow up, post-paced t-wave oversensing was observed. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.